Event description:
It was reported that the patient underwent a implantable pulse generator (ipg) revision procedure due to the ipg not functioning as intended. The patient was doing well postoperatively. The explanted product will not be returned by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately summer of 2024 from date manufacturer was made aware.